Event description:
It was reported that the customer that fell and the display is broken, they are unable to see anything. Customer reverted to back up plan. Customer's blood glucose level was unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.